Event description:
It was reported that the pca tubing set was found to have small cracks which caused the medication to leak during use on a patient. The customer further confirmed during follow up, that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was confirmed based on visual inspection and functional testing. Inspection observed multiple cuts along the tubing. Leaks were observed from the damages during re-priming. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. It was observed there were multiple cuts along the tubing between the antisiphon valve and y-site components. No other obvious damages or issues were observed. The root cause of the damages was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult male patient.

Event description:
It was reported that the pca tubing set was found to have small cracks which caused the medication to leak during use on a patient. The customer further stated that there were no adverse effects caused to the adult patient from the event.